Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a patient who received lioresal (2000 mcg/ml, 1150 mcg/day) in an implantable pump for an unknown indication for use. The patient had a medical history of cerebral palsy. The hcp indicated the caregiver for the patient reported several occasions when the patient experienced "unstable benefit of the therapy¿with punctual increase in spasticity followed by reduced muscle tone." There was no reported "trigger event" related to the patient's cerebral palsy. There were no known environmental/external/patient factors that may have led or contributed to the issue. During the past refills, the pump reservoir volume was consistent with what was aspirated. It was also indicated the catheter was checked (unknown date) for patency and a contrast study revealed everything was ok. The hcp made the decision to replace the entire system (catheter and pump). The system was replaced on (B)(6) 2017 and would be returned. During the procedure, the catheter was "good and leaking csf (cerebrospinal fluid) correctly, no sign of occlusion." The issue was considered resolved. The status of the patient was stated to be alive and with no injury. The hcp did not believe the problem was due to the pump. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found no anomaly. If information is provided in the future, a supplemental report will be issued.